Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 500 mg/dl. Customer¿s current blood glucose level was 502 mg/dl. Customer¿s other relevant blood glucose level was 458mg/dl, 484mg/dl , 454 mg/dl , 520 mg/dl , 528 mg/dl , 558 mg/dl , 487 mg/dl , 469 mg/dl, 549 mg/dl, 499 mg/dl , 439mg/dl, 565mg/dl, 516mg/dl, 583 mg/dl, 591 mg/dl, 562mg/dl, 462mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result high blood glucose values. The insulin pump will not be returned for the analysis.